Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 18sep2018. Philips fse (field service engineer) confirmed the reported issue. Fse replaced the distribution panel, interconnections to resolve the issue. The device successfully passed performance specification testing after the repair was completed.

Event description:
The customer reported that the unit is not switching on. There was no patient or user harm reported. The event date was not specified; estimate used.